Event description:
A peritoneal dialysis pt has reported that the cassette heater line was leaking while in treatment. The pt was treated prophylactically with ip antibiotics for 2 days; no infection developed and the pt suffered no other known ill effect. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.